Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was treated for hyperglycemia by her doctor via insulin injection. The patient lost her blood glucose monitor that functioned as a remote to her infusion device and did not know how to operate her infusion device manually. No product was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.